Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin, 1mg, and fortam 500mg intraperitoneally (frequencies were not reported). The cause of the peritonitis was unknown. Outcome for this event was not reported. No additional information is available.